Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jan-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the drawer had failed, with multiple pockets malfunctioning. A field service engineer (fse) verified the customer¿s issue and found that the main full-height legacy drawer had three failed cubies. The flat flex cable was replaced, and the customer was able to recover the drawer successfully. Additionally, the main half-height drawer was sticking, and row b was not detected on the bus. The fse repaired the rail by replacing all four bumpers and re-seated the roll board connection at the 622 board. After powering on the station, row b on drawer was still missing. The retractable band was then replaced. The fse logged into the hardware test application (hta) and ran a final test on both the main full-height drawer 1 and the half-height drawer 4.1. The final test passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer 1 multiple pockets had failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer 1 multiple pockets had failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.